Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The unit passed extended self-testing.

Event description:
Report received that ventilator had a blank screen. The ventilator was not on a patient at the time of the event.